Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that while being hospitalized for an unrelated issue, the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. While in the hospital, the patient had cloudy dialysate and was treated for peritonitis. Six days after developing cloudy dialysate, the patient experienced abdominal pain. On an unreported date, while still under the same hospitalization, the patient became confused and developed a second cloudy bag. The cloudy bag was investigated seven days after the first occurrence of peritonitis due to the recurrence. The patient was treated with vancomycin 15mg intraperitoneally (ip) (start date and frequency not reported) and gentamicin 5mg (ip) (start date and frequency not reported) to treat the cloudy dialysate. Also, the patient was given metronidazole 400mg (orally) and three days later one dose of tazocin 4.5mg (intravenously) was given. A day later, the pd catheter was pulled and a half hour later the patient died. The cause of death was peritonitis, end stage renal failure, heart failure, and aortic stenosis. It is unknown if an autopsy was performed. No additional information is available.